Event description:
The power cord on the m3535 heartstart defibrillator was found to spark when "jiggled."

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.